Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery repeatedly. The blood glucose reading was over 400 mg/dl. The customer stated that during the prime process, insulin was squirting out abnormally. She noted that there was dried blood at the infusion set cannula. Upon troubleshooting, it was found that the insulin pump was functioning as designed. She reported that after she used another infusion set, she observed a lot of blood bubbling out from the insertion site. Advised replacement of the infusion sets and insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.